Manufacturer narrative:
Event date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that¿over the last couple days they have noticed pulsing in the rectum when sitting or bending over. The sensation is not painful but is distracting to the patient and they are concerned because they never felt this previously. Patient was also told that they should not be feeling anything. Patient reported no changed to therapeutic effect. Reviewed expectations regarding stimulation sensation. If stimulation is uncomfortable patient can decrease amplitude to a comfortable level. Patient confirmed they will try this.